Event description:
(B)(4): a patient reported an elective replacement indicator. It was noted that the patient had an unrelated procedure on their rotator cuff about 5 weeks prior to the report hat may have affected the device. The patient also reported shaking when they turn the therapy off to save on the implantable neurostimulator (ins) life. The patient was redirected to their healthcare provider (hcp). The ins was indicated for essential tremor/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.